Manufacturer narrative:
(B)(4). Date sent: 11/12/2015. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Additional information requested and received: did the device deploy any staples? The device didn¿t deploy any staples. Therefore the staple didn¿t deploy in rectum tissue at all. However, the staple itself showed me 1-2 rows were about to deploy but they were not successful. The ec60a device was received for analysis with no visual non-conformances and with two cartridge reloads present. Cartridge (b) ecr60b, m5351u was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (c) ecr60b, m5351u was received partially fired 1/16. Upon evaluation, the reload was noted to have the alignment stop tabs damaged. In addition the pan was bent at proximal end and two drivers were noted to be missing. The damage to the cartridge pan and tabs is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The returned device and cartridge reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Event description:
It was reported that in a rectal cancer patient, she applied the device into the rectum. She fired the pse60a but the battery ran out within a second, and the blade stopped working soon after. So she tried sc60a which is a manual echelon to transect the rectum, but in this time she locked the closing trigger and then tried to fire by holding the firing trigger. However, the trigger didn't seem to hold the rectum properly so that the blade didn't go forward to transect the rectum." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.